Event description:
During robotic assisted total hysterectomy with right salpingo-oophorectomy, the pa reported that an arc was seen coming from the da vinci monopolar curved scissors tip cover accessory. No flame seen.instrument removed and tip cover replaced with a new one. Procedure resumed. No further incidents. Qa performed a FDA maude database search for similar reported problems across the united states. We found many reports regarding tears and holes in the monopolar tip cover insulator accessory part # 400180 used with the curved scissors which resulted in some situations arcing or energy being delivered to unintended nearby tissue. Intuitive surgical had sent a customer safety notice letter in october 2011 to customers with safety recommendations and suggestions to prevent this situation from occurring. The main bullet points from the letter to minimize this risk are:*avoid instrument collisions.*carefully install the tip cover.*straighten wrist prior to removal.*inspect cannula prior to use.*do not exceed maximum monopolar cautery settings.*only use validated esus.*be aware of critical anatomy in contact with the instrument.*change tip cover in cases with extended cautery use.each of bullet items listed above have detailed explanations in the letter. This information has been shared with surgical services management and administration.